Manufacturer narrative:
H4: PMA number updated/corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the power cable disconnects had resolved so the cause could not be identified. The mpu did have a v-lock connector on the ac power cord. The ac power cord did not come loose at the wall outlet or the back of the unit.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power and low voltage alarms while connected to the mobile power unit (mpu) was confirmed via review of the submitted log file. The mobile power unit was not returned to abbott for evaluation. Provided information indicated that no equipment was exchanged, and the mpu remains in use. The mpu was noted to have a v-lock connector on the ac power cord, and the ac power cord did not come loose at the wall outlet or from the back of the unit. It was unknown whether there were any environmental circumstances that would have affected ac power at the time of the event. The root cause of the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and heartmate 3 patient handbook are currently available. Section 3 of the IFU, "powering the system", and section 3 of the patient handbook, ¿powering the system¿ explain how to properly use the mobile power unit (mpu). These documents also caution the user to always have at least one system controller power cable connected to a power source at all times, and to not rely on the system controller¿s backup battery, as it will only power the pump for a limited amount of time. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address how to properly interpret and troubleshoot all system alarms, including power cable disconnect, low power hazard, and no external power alarms. Section 8 of the IFU, ¿equipment storage and care¿, and section 6 of the IFU, ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had no external power alarms and low voltage alarms while on their mobile power unit (mpu). Log files were submitted for review and captured all the mpu voltages dropping to zero volts at the same time on (B)(6) 2025 at 11:26 pm. The patient switched to battery power and remained on battery power for the remainder of the log file.

Manufacturer narrative:
D4: the primary UDI number in d4 is reflective of all currently available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.